Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review will be performed. The event information was reassessed and the device codes were updated. Sixteen lot samples were returned; the investigation is inconclusive as the conditions of use could not be replicated. A medical image was provided and was inconclusive for the reported signal artifact malfunction. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicates that model 477201 localization wire allegedly produced artifacts during imaging. This information was received from one source. This involved a patient with no consequences. The patient was reported as 86 years old, weighing 114 pounds, the gender of the patient was not provided.

Event description:
This report summarizes four malfunctions. A review of the reported information indicates that model 477201 localization wire allegedly produced artifacts during imaging. This information was received from one source. This involved a patient with no consequences. The patient was reported as (B)(6) years old, weighing 114 pounds, the gender of the patient was not provided.